Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The customer declined to perform troubleshooting. The customer stated that an issue with the infusion set likely caused the event. The customer stated that he was also suffering from a staph infection at the time of the event. The customer also stated that he was out of town and was not checking his blood glucose like he usually did. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.